Event description:
Patient from another facility admitted with fractured and embolized port-a-cath extending from right atrium into one of hepatic veins. Pt taken to imaging special procedures for percutaneous transcatheter retrieval of intravascular foreign body.